Manufacturer narrative:
510k: this report is for an unknown insertion handle/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a foot surgery on (B)(6) 2018. The staple did not eject from the insertion handle as usual so the surgeon took a freer and pried the insertion tool open. The surgeon was able to use the implant. The procedure was successfully completed with no surgical delay. Patient disposition is unknown. This is report 1of 1 for (B)(4).

Event description:
It was reported that the patient underwent a foot surgery on (B)(6) 2018. The insertion handle didn't release the staple properly, causing the surgeon to use a competitor¿s freer to pry open the insertion tool to release the staple. The staple was implanted. There were no fragments generated from the broken device. No additional medical intervention was required. The procedure was successfully completed with no surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part number: se-1815ti , bme lot number: bmese160150 , manufacturing date or release to warehouse date: 19 may 2016 , place of manufacture: biomedical enterprises, san antonio, tx , lot expiration date: 28 apr 2021 . DHR review: a review of the device history record revealed one nonconformance to be associated to lot bmese160150. The ncmr was generated due to three (3) insertion sticks that presented cracks during final visual inspection. Lot bmese160150 was released as conforming as all nonconforming parts were scrapped. The nonconformance is not relevant to the complaint because the complaint addresses an inserter that would not release the implant and this ncmr is for cracked inserters. The device history record shows this lot of speed titan implants was processed through the normal manufacturing and inspection operations with no rework noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed no complaint related anomalies. This raw material lot met all dimensional and visual criteria at the time of release with no issues documented that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.